Event description:
On (B)(6) 2011, a spontaneous report by a physician was received from a company rep regarding a (B)(6) female who received an injection of restylane-l ((B)(4)). On (B)(6) 2011, add'l info was received from the reporting physician. Based on the info received, the case was upgraded to non-serious, unexpected. Medical history included asthma but "only had attacks when she has a bad cold and does not take any medication to treat it; "no prior aesthetic procedures, dermal fillers, or dysport (abobtulinumtoxina) use; had a prior "similar reaction to the sun" while on vacation which was presumed to be due to the sun as no suspect substance was identified. The pt's skin type was a fitzpatrick 5. The pt was taking no concomitant medications. On (B)(6) 2011, the pt received a 1.0 ml injection of restylane-l to the nasolabial folds and marionette lines. The pt received no pre-procedure medications. Add'l procedures performed at the time of implantation included dysport 50 units to the glabellar area, 26 units to the forehead, and the crow's feet (10 units each). On (B)(6) 2011, it was reported by the company rep that on an unk date, (B)(6) weeks after the implantation (date of implantation was not reported), the pt experienced a maculopapular rash which started at the site of injection (nasolabial folds) and continued upward on her face. No add'l info was provided. On (B)(6) 2011, add'l info was received from the reporting physician. Per the physician's report, on an unk date, after the implantation, the pt developed a persistent lump at one of the injection sites. On (B)(6) 2011, after the implantation, the pt developed swelling of the right upper eyelid. On the morning of (B)(6) 2011, the pt woke with a maculopapular rash that itched and burned; the rash started at site of injection and spread upward on her face. On (B)(6) 2011, the pt called the physician at which time the pt was advised to go to the emergency room (ER) for eval and possible treatment with intravenous steroids. The pt was evaluated in the ER at which point the ER dr "thought events were mild." The pt was given claritin (loratadine) and a prescription for a 4 day course of prednisone. On (B)(6) 2011, the pt was evaluated by the reporting physician in the office. At that time the reporting physician felt the rash was "pretty bad" and had extended to the pt's neck. The reporting physician instructed the pt to start taking the prednisone which had been prescribed by the ER physician (20 mg 2 times daily for 4 days); the pt had not yet filled the prescription at that time. The pt was also advised to consult a dermatologist because the reporting physician believed the pt would need a 2 week tapering dose of steroids. On the morning of (B)(6) 2011, the reporting physician spoke with the pt via telephone; at that time the pt had taken 2 doses of prednisone and the rash was gone from her neck but remained on her face. On an unspecified date in (B)(6) 2011 (reported as "(B)(6) weeks post-implant"), the lump which had developed at one of the injection sites had spontaneously resolved. On (B)(6) 2011, the reporting physician re-evaluated the pt in her office, at which time the rash was ongoing, was again present on the neck and had worsened in that there were more concentrated papules around the pt's mouth. It was also noted at that time that the pt had a tiny bit of swelling of the lips, but no swelling of the tongue was noted. On (B)(6) 2011, the neck itching and burning had stopped and the neck rash was improving but the symptoms continued on the pt's face. As of (B)(6) 2011, the pt reported to the reporting physician that her forehead was looking better but the area around the mouth had not improved at all. The reporting physician felt that, due to the severity of the events around the restylane-l injection sites, it was possible that the restylane-l may have caused the reaction, but, due to the site of the initial event right upper eyelid swelling), the physician was more inclined to think that dysport was the actual cause of the events. The reporting physician ultimately stated it was possible that restylane-l caused the events. The reporting physician did not feel the reported lump was caused by the restylane-l. The reporting physician assessed the severity of the reported events as severe. The lot number and exp date were reported as (B)(4) and jan 2012, respectively.